Event description:
The customer reported that (4) mrx batteries would not hold a charge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.